Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. During visual inspection a loose chip (separation of the main body and twist sleeve from the dark blue female connector) was observed. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue tip disconnected from a minicap transfer set. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.